Event description:
Additional information was received from the physician stating the vns is currently off and it was explained that the noted "underlying current cardiac issue" was bradycardia. The physician noted the bradycardia resolved after the vns was programmed off as the patient's heart rate increased from the 40s to the 60s (in regards to beats per minute). The physician explained he will further evaluate the patient after all testing and lab work has been reviewed; however, as of now, the patient's vns remains off.

Event description:
It was reported by the patient's physician that the patient had been admitted to the hospital for dizzy spells and an associated fall. While in the hospital, it was noted the patient was experiencing periods of bradycardia, with his heart rate remaining around 40 beats per minute. It was requested that the vns be programmed off to rule out any interference with the patient's current cardiac issues. It was also reported that the patient's cardiologist planned to monitor the patient's cardiac status over the next 24 hours. This patient is currently implanted with his 5th vns generator and he was originally implanted on (B)(6) 1998. Attempts for additional relevant information have been unsuccessful to date.